Event description:
A clinical applications specialist spoke with the customer on (B)(6) 2019 to follow up on the reported issue. It was determined that all testing was within limits. The technologist noted that she never knew of one of the system tests. The applications specialist had the technologist review the manual and recommended doing the test on a routine basis and the technologist agreed.

Manufacturer narrative:
As of today the investigation is still in progress.

Event description:
It was reported that the needle hit the breast platform shield and cracked it. No injury reported. Additional information received from the customer noted that during the procedure the targeting looked correct, but when the needle was fired it hit the cover. The customer reported that a similar issue occurred in august, also no injury. There have been biopsies completed since this event with no problems reported. A field engineer was dispatched to the site and the breast platform shield was replaced. Clinical applications was made aware of the intermittent targeting issues.